Event description:
On (B)(6) 2013 it was reported that the patient had a full vns replacement due to battery depletion and a lead fracture. Follow up found that the patient did not suffer any trauma or manipulation which may have caused or contributed to the event. No other information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.